Event description:
Physician updated the reservoir volume and the pump and after the update it said eri (elective replacement indicator) occurred and replaced by date had questions marks. Per the reporter the telemetry strip confirmed the update had gone through with the correct prescription. The pump session report showed an eri had occurred and it did have the replace by date message with the questions marks. However they did not hear any audible alarms. Patient did not have any symptoms. Physician was to check the pump at the next refill and would troubleshoot if required. Drug delivered via the device was morphine. 2013-09-06 (e1a/rep): no additional information. (B)(6) 2013 (crts2995680/rep): it was reported that the pump logs had incorrect "schedule to replace the pump by" date.

Event description:
Additional information was reported by a consumer whose pump was used to deliver morphine (30 mg/ml at 7.494 mg/day). The indication for use was non-malignant pain, failed back surgery syndrome, and chronic low back pain. On (B)(6) 2016, the consumer reported that on (B)(6) 2012, the incorrect ¿schedule to replace pump by¿ date occurred. Further follow up was done to determine the serial number of the software card used during the event.

Event description:
Additional information was received and it was reported that the pump was currently functional, but no software changes or programming had resolved the issue. It was unclear if the pump would be explanted, but they were considering it.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8870, serial# unknown, product type: software. (B)(4).

Event description:
Additional information later reported the manufacturer representative interrogated the pump with the aar card but the pump is still saying eri occurred and replace date still has the question marks. They re-interrogated and checked the logs. The logs were normal and alarm notice with question marks still appeared. The physician updated the pump and still eri with questions marks as replace by date.